Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the cataract with intraocular lens implant surgery, in visco mode when high vacuum was activated a whirling sound coming from the cassette when this was heard the surgeon felt the vacuum was not reaching the correct levels. The surgery was completed but replacement details were unknown. There was no information about patient impact.